Manufacturer narrative:
This report is submitted on december 06, 2018, by cochlear limited on behalf of (B)(4) exemption number e2016011.

Event description:
It was reported that the patient experienced dizziness since implantation of the device. The device was explanted on (B)(6) 2018 and the patient was reimplanted with another device during the same surgery.

Manufacturer narrative:
This report is filed on january 23, 2019.